Event description:
The patient was inserted with the bard complex hernia patch (B)(6), 2009. Patient reports post-surgical infection due to an intestine puncture from the device. Device was removed (B)(6) 2012 as a result of the reported constipation, stomach pain, hot flashes, chills, seroma and fever. During removal of the device, it was stated the device migrated to a different location and folded/bent.